Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen with partial display. After multiple attempts to download, the flashing white screen persisted. Unable to download history files and traces using thump software due to flashing white screen. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that a broken lcd controller chip has the disrupted communication between the microcontroller and the lcd controller. As a result, the main microcontroller turns the backlight on and off. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, missing display window/cover, cracked belt clip rails, minor cracked lcd window and cracked lcd controller (pcb1). In conclusion, the unit was received with an unexpected flashing white screen due to a broken lcd controller chip disrupting communication between the microcontroller and the lcd controller. The customers concern of cosmetic damages were confirmed when cracked case (battery tube) and minor cracked lcd window were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of the pump, screen and battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device returned.